Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent an explant procedure wherein only the ipg was explanted. There was no device malfunction suspected. The patient was doing well postoperatively.